Event description:
Complainant alleged that during the incoming inspection of the device, there was no ECG displayed on the device screen. The complainant indicated that there was no patient involvement in the reported malfunction.